Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Medical records received ad 17 june 2019 were reviewed on 09 jul 2019 for MDR reportability. Revision due to worsening pain and instability; left total knee aseptic loosening of the tibial component at the cement to implant interface. Depuy cement was utilized at the primary procedure. Doi: (B)(6) 2014; dor: (B)(6) 2018, (left knee).